Manufacturer narrative:
(B)(4). During evaluation, the device passed both the homechoice return instrument test/evaluation (rite) electrical test and the rite functional test specifications. During internal and external inspection, no issues could be noted. All pressures were found to be working to specifications. The device passed multiple short simulated therapies. No failure or malfunction was found with the device that could have caused or contributed to the reported difficulty. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed. Homechoice / homechoice pro apd systems patient at-home guide section on "operating instructions - make adjustments" states in the warnings: "setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation. It provides recommended starting points when determining the optimal I-drain alarm volume." A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported a home patient (hp) received a high drain 101 alarm (patient drained greater than 200% of the maximum prescribed cycle fill volume) on the homechoice during use. This alarm is indicative of an increased intra-peritoneal volume (iipv) event. The hp experienced mild unspecified iipv symptoms, but the symptoms resolved by the end of therapy. The homechoice was swapped by the technical service representative. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for device analysis. Analysis has begun but has not yet been completed. Returned instrument disposable evaluation (ride) testing was performed and found that the disposable supply and heater line connectors (luer connections) did not match the supply bag and heater bag connections/ports (made for spikes). Review of the device's event history log confirmed the reported condition of high drain alarm 101. Upon completion of baxter's investigation, a supplemental report will be submitted.